Manufacturer narrative:
At this time, the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased pacing impedance measurements and was programmed to off. An invasive revision procedure was performed and the lv lead was explanted. Upon removal of the lv lead, the physician observed it to be fractured. No other adverse patient effects were reported with this clinical observation.